Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during an unspecified treatment procedure, difficulty advancing was encountered. The patient underwent a procedure due to stenosis in the carotid artery. The filterwire was advanced through the sheath, but resistance was noticed. The guide seemed to be trapped in the sheath. Both devices were successfully removed together. The procedure was completed with another device. No adverse patient effects were reported. Analysis of the returned device revealed that the delivery sheath was found torn in two places.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the protection wire and the delivery sheath were returned. The retrieval sheath was not returned. During the visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire was found to be in normal condition. The filter bag was found retracted into the delivery sheath with 16 mm of the nosecone exposed and 5 mm of the filter bag exposed. Blood was found inside the delivery sheath. The wire was found kinked at approximately 7.2 cm, when measured from the distal tip of the protection wire. When measured from the distal tip of the delivery sheath, the delivery sheath was found torn at approximately 13 mm with the loop leg poking out and then torn again at approximately 27 mm with the wire exposed out at the gray shaped area. The delivery sheath was found kinked at 114 cm (at corewire), when measured from the distal tip of the delivery sheath. The delivery sheath was found partially peeled away from the protection wire approximately at 8 cm, when measured from the exit port of the delivery sheath. It was not possible to perform a sheathing/unsheathing test, because of the tears and kinks on the device. The filter bag was observed to be in good condition and met specifications. The slit was present in the delivery sheath and met specification. The peel away test was successfully performed, no anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during an unspecified treatment procedure, difficulty advancing was encountered. The patient underwent a procedure due to stenosis in the carotid artery. The filterwire was advanced through the sheath, but resistance was noticed. The guide seemed to be trapped in the sheath. Both devices were successfully removed together. The procedure was completed with another device. No adverse patient effects were reported. Analysis of the returned device revealed that the delivery sheath was found torn in two places.